Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. The evaluation revealed the plate is broken diagonally towards one end of the device. Fracture surface is rough with little deformation which is typical in metal mechanical fracture as result of bending stress. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the secpmd complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a right, 8 hole, distal clavicle plate, ar-2657dr, was used in a right clavicle fracture procedure on (B)(6) 2016 approximately 2 months after the procedure, the plate was discovered to have broken. It was reported that the patient did not have a trauma or injury post-implantation. The plate and screws were explanted on (B)(6) 2016. No screws were broken. The revision procedure was completed using another product. Patient: female.